Manufacturer narrative:
(B)(4). G2: australia. D4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Keating, t., tripathy, a., ivanov, a., larobina, m., & skillington, p. (2025). Effectiveness of various sternal closure devices post adult cardiac surgery. Heart lung and circulation. Https://doi.org/10.1016/j.hlc.2024.10.011.

Event description:
It was reported in a journal article studying sternotomy wires vs plating systems that 1 patient underwent wound debridement and drainage of fluid 38 days post implantation. The wound was closed 43 days post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.